Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the customer had a button error alert on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer took off battery for 15 minutes and tried again but still button error alert. The customer insulin pump will be return for analysis and will sent a replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.